Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable.

Event description:
It was reported that this patient presented to the emergency room as they experienced a syncopal episode. No further details about the cause of the syncopal episode were able to be obtained. This pacemaker system remained in service. Eventually, this pacemaker was explanted and replaced due to normal battery depletion; and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room as they experienced a syncopal episode. No further details about the cause of the syncopal episode were able to be obtained. This pacemaker system remains in service. No additional adverse patient effects were reported.